Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastroscope eg29-i10 sn: (B)(4). The user stated that during use the image was foggy. When tried feeding air, the air nozzle was unable to use. No harm was caused to patient. There was no adverse event reported with this complaint. No additional information was provided.